Event description:
The manufacturer received information alleging a ventilator's lcd screen was blank. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the customer's complaint was confirmed. The device's lcd screen needs to be replaced to address the issue. There were no repairs done. The device was scrapped.